Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of a vascular event involving the development of "severe blisters" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 3 days after injection on the lips with juvederm ultra xc, the pt developed "severe blisters" under the nose. The healthcare professional believes they may have "hit an artery' resulting in a vascular event. The pt was treated with hyaluronidase and eventually hospitalized for further treatment. While in the hospital, the pt was treated with additional hyaluronidase, "hydrogen peroxide, antibiotics, and antihistamines". Pt is "getting better", but refuses to respond to the healthcare professional's attempts at further communication.